Event description:
It was reported by service report that the bed lift was stuck at high height and there was no functionality at either siderail. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - siderail cable.